Event description:
The cardiologist was attempting to cross a lesion in the distal circumflex. The stent would not cross the lesion. When attempting to pull it back into the guide it would not go. Fluoro showed that the proximal stent struts were flared and sticking out from the delivery balloon. The stent, delivery balloon, interventional wire, and guide wire were removed as one unit through the groin sheath.